Manufacturer narrative:
Device passed displacement test and self test. . No unexpected pump error 63 alarm noted during testing however, pump error 63 and pump error 4 alarm was confirmed in the formatted history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 177 mg/dl. The customer was able to clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and it did not pass. The insulin pump will be returned for analysis.